Event description:
A patient with pre-cancerous high-grade dysplasia of the esophagus underwent a series of interventions for therapy. After endoscopic mucosal resection, the resection bed was slow to heal, and the physician treated the surrounding area with focal rfa. Two months later, the physician used a 31 mm rfa balloon to treat the resection bed and distal diseased mucosa, and incurred a small mucosal laceration. There were no device malfunctions in this case. Radiography showed air along the outside of the esophagus, but no extravasation. The patient was conservatively treated with a temporary endoscopic stent and antibiotics. The patient did well without fever or other issue. The stent was removed on or about day 7 when the radiography was normal. The patient is now eating a normal diet.